Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient experienced hypoglycemia on (B)(6) 2026 and the patient got treated with carbohydrates intake. No further information is available.